Manufacturer narrative:
Additional information: h3, h6 (update codes), h11: the device was received for evaluation. Functional electrical safety testing was performed with no issues noted. A service history review revealed no indication that the parts replaced during service caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400, main module had a burning smell. This occurred during troubleshooting process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.